Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. (B)(6). The subject device has been received and is currently undergoing investigation. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: apr 20, 2016. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that two (2) drill bits broke during an unspecified surgery on (B)(6) 2017. The broken fragments were easily removed. There was no surgical delay or patient harm due to the reported event. Additional medical intervention was not necessary. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Article 03.010.103 lot 9909355. The visual inspection has shown that approximately 4mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additionally it is clearly visible that the cutting edges are worn out and strongly damaged. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the products that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were between 53.4-54.6 hrc also within the specification. This lot of (B)(4) pieces was manufactured in april 2016 and we are not aware of any other complaint with this article- and lot combination. Based on these findings we exclude any manufacturing related issue. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.